Event description:
It was reported the patient's incision opened due to a broken stitch. The physician explanted and replaced the ipg. The pt reported receiving effective stimulation therapy.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.